Event description:
During the pipeline deployment in the internal carotid artery (ica) with tortuous anatomy, it was reported that the pipeline would not release from the capture coil. The device was removed from the patient and another device was used. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire and pipeline were returned for evaluation. The pipeline was found already opened and released from the capture coil; therefore, the event cause could not be determined.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).